Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Historical performance was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual performance was identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased potassium result generated on the alinity c processing module on a patient. Results provided: (B)(6) 2024 1:39 pm sid (B)(6) alinity = 2.3 / 2.4 mmol/l, new sample at 1:55 pm blood gas instrument radiometer abl90 = 3.7 mmol/l (different sample, possibly at a different time). Four hours later (5:34 pm) a new sample for potassium sid (B)(6) alinity = 4.0 mmol/l. During this four-hour period, the patient received neither medications nor infusions. (Normal range: 3.5-5.1 mmol/l) additional testing provided: tsh at 1pm = 3.5 uu/ml; tsh at 5pm = 1.7 uu/ml (normal range: 0.35-4.94 uu/ml). No impact to patient management was reported.

Manufacturer narrative:
Corrected h11: sodium to potassium. The complaint investigation for a falsely decreased alinity c potassium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Historical performance was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result is within the established control limits. Therefore, no unusual performance was identified. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.

Event description:
The customer reported a falsely decreased potassium result generated on the alinity c processing module on a patient. Results provided: 08jun2024 1:39 pm sid (B)(6) alinity = 2.3 / 2.4 mmol/l, new sample at 1:55 pm blood gas instrument radiometer abl90 = 3.7 mmol/l (different sample, possibly at a different time). Four hours later (5:34 pm) a new sample for potassium sid (B)(6) alinity = 4.0 mmol/l. During this four-hour period, the patient received neither medications nor infusions. (Normal range: 3.5-5.1 mmol/l) additional testing provided: tsh at 1pm = 3.5 uu/ml; tsh at 5pm = 1.7 uu/ml (normal range: 0.35-4.94 uu/ml). No impact to patient management was reported.

Event description:
The customer reported a falsely decreased potassium result generated on the alinity c processing module on a patient. Results provided: (B)(6) 2024 1:39 pm sid (B)(6) alinity = 2.3 / 2.4 mmol/l, new sample at 1:55 pm blood gas instrument radiometer abl90 = 3.7 mmol/l (different sample, possibly at a different time). Four hours later (5:34 pm) a new sample for potassium sid (B)(6) alinity = 4.0 mmol/l. During this four-hour period, the patient received neither medications nor infusions. (Normal range: 3.5-5.1 mmol/l). Additional testing provided: tsh at 1pm = 3.5 uu/ml; tsh at 5pm = 1.7 uu/ml (normal range: 0.35-4.94 uu/ml). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.